Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatments are related to circumstances of the procedure, however, it is unknown how hemostasis was achieved. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported via (B)(6)website: "product [proglide] had a crack, it was broken. The product did not work." No additional information was provided.